Event description:
It was reported that t:slim x2 pump battery did not charge properly, with caller initially using a computer usb port and later reporting unstable charging connection that required holding cable or positioning pump carefully for charging to be recognized. There was no reported impact to the customer¿s blood glucose level. Caller tried multiple tandem charging cables, confirmed outlet function, and followed instructions to attempt extended charging, and technical support arranged warranty pump replacement, confirmed use of multiple daily injections as backup therapy, reviewed storage mode and setup steps for replacement pump, and instructed caller to return problematic pump using prepaid label.